Manufacturer narrative:
The customer resolved the reported issue. No pt or staff injury was reported. No further information is available.

Event description:
The customer reported that the stenoscop system had a blurred image on the touch screen, and that the image would not rotate. No pt injury was reported.